Event description:
The user facility reported their harmony led 585 surgical light's shell (plastic covering) fell off into the sterile field. No report of injury or procedural delay or cancellation.

Manufacturer narrative:
A steris field service technician arrived onsite, inspected the lighting system, and identified signs of impact damage on the surgical light's plastic covering. Page 10 of the operator manual states, "caution - possible equipment damage hazard: "do not bump lightheads into walls or other equipment. Always use handles when positioning lighthead during surgical procedures, or when cleaning or servicing the lighting system." The technician has discussed the importance of proper use and operation of the lighting system with the or staff. The technician replaced the two halves of the lighting shell, tested the lighting system in different orientations, and confirmed the system to be operating properly.